Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements. Subsequently, the physician elected to explant and replace the lead. It was noted this was done without consultation with a boston scientific representative. Besides intervention, there were no other adverse patient effects reported.